Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his scs charger is not able to communicate with his scs ipg. The patient stated he had a fall about a week ago after which the patient no longer felt stimulation or was able to communicate with his charger and the ipg. A sjm representative met with the patient and tried a different charger but was not able to establish communication with the patient's ipg. Follow-up identified the patient was seen by his physician and the patient was no longer receiving stimulation and was still unable to communicate with his scs ipg. Additional follow-up identified the patient's scs ipg was explanted and replaced with a new one. Effective stimulation was reportedly restored postoperative.